Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 3006705815-2019-03983 & 1627487-2019-11648. It was reported the patient experienced ineffective stimulation. As a result, the physician explanted the patient¿s entire system.